Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces. Full breached insulation degradation was noted at 6.6 cm from the connector bin adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.